Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial and dry. Visual inspection found the lens haptic broken and threads on the lens. Dimensional inspection found the lens within specifications. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -15.00/+3.5/088 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to excessive vaulting and significant reduction of irido-corneal angles. The lens was exchanged for a shorter lens and the problem was resolved. The eye was stable but there still was a high vault - see MFR report # 2023826-2020-02685 for replacement lens. The cause of the event was unknown.